Manufacturer narrative:
Full patient identifier - case-(B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The customer did not provide the lot number of the access accutni+3 reagent used therefore the expiration date and UDI could not be provided. The reagent's manufacture date could not be supplied. The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or issues with other assays or patient results were reported in conjunction with this event. Further troubleshooting was not performed. In conclusion, the cause of this event is unknown and unknowable with the information supplied.

Event description:
The customer contacted beckman coulter (bci) to report obtaining an erroneously elevated troponin I (access accutni+3) result for one pregnant female patient on the laboratory's unicel dxi 800 immunoassay access system serial number (B)(4). The initial result was elevated and above the normal reference range of the access accutni+3 assay. The sample was reanalyzed four (4) hours later after reprocessing and a lower result within the assay's normal reference range was obtained. There was a change in patient management/care as the patient underwent an EKG (electrocardiogram), a drug screen and a CT (computed tomography) scan (the use of contrast dye is unknown). There was no report of permanent injury or death associated with this event. The customer did not provide any information regarding the instrument's performance including qc (quality control), calibrations or system checks for review. However, there were no reports of issues with hardware, other assays or other patient results in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube with a gel separator which was then subsequently centrifuged (exact speed and time of centrifugation was not supplied). There were no issues noted with sample integrity in conjunction with this event.